Event description:
It was reported that the physician's (B) (6) handheld was not holding a charge. The handheld was left plugged in to charge for several hours and when the device was unplugged from the wall outlet, the screen went blank and he received a (B) (6) memory error message. The non-working handheld was returned to MFR for analysis. Charging the main battery was attempted, but was unsuccessful and the handheld charge light was off indicating that the main battery was not being charged. The handheld opened and a visual inspection on the hhd main board identified that the solder connections between the main battery terminal and main board were broken. The main battery terminal was resoldered onto the handheld main board. The handheld was reassembled. The handheld main battery was reinserted. The handheld's main battery was fully recharged successfully using the power supply adapter. The charge light was amber and then later turned green giving the indication that the main battery had been fully charged.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.